Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An authorized distributor reported that the cusa excel 36khz straight handpiece (c2602) was heating during a liver surgery and had low amplitude output. There was no patient injury and no delay in surgery.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) review - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: the handpiece has no amplitude - 10%, the stroke is unstable and the transducer is faulty. As a result, the transducer the housing and o-rings are to be replaced during repair. Root cause - the root cause is confirmed as transducer failure. Based on the reported failure of ¿low amplitude output and heating with c4614s tip¿, and after a discussion with the site manufacturing engineer, the heating may have been caused by misuse. If the handpiece tip is pressed into tissue and stalls, this can result in the handpiece still trying to deliver power to the tip which can result in heating. This may have resulted in the transducer failure. If there is no amplitude and low stroke in the handpiece, this will result in low to no power being delivered to the tip. Therefore, the tip would not heat up. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.